Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was positioned into the right atrium and there was an attempt to deploy the screw. However, the screw would not deploy after fifteen turns. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.